Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the remote control buttons cracked, the insertion flexible tube (ift) crushed, the distal body worn out, the suction channel kink, and the light guide cable collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.